Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report that the unit sync button works intermittently was unable to be verified during evaluation, the sync feature worked as designed when the requirements for a quality ECG signal were met during synchronized cardioversion. The customer investigation has been concluded as no fault found with the device. No trend identified based on similar reports

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's output time of sync r wave was incorrect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.